Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device, sensor glucose vs blood glucose. The customer reported hypoglycemia of blood glucose value of 25 mg/dl. The customer reported hypoglycemia, hypoglycemia, syncope/fainting, hypoglycemia treated with glucose/carb intake, emergency medical services/ambulance/emergency room visit, emergency medical services/ambulance/emergency room visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1884, mmt-242a, mmt-7040a, mmt-7841zn, mmt-332a. Trouble shooting was performed and it was unknown whether the insulin pump was used with in 48 hours of reported event or not an it was unknown whether the automode feature was active at the time of low blood glucose event or not. Customer does not feel ok to troubleshoot. Customer was reported a discrepancy between sensor glucose and blood glucose. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-7040a. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-332a.